Event description:
I had essure birth control coils implanted in 2010. I have had pain in my lower back since shortly after they were placed. Worsening symptoms of depression, heaviness in my limbs, increased bleeding during menstrual cycle, inability to focus, irritability, headaches, pain with intercourse and lethargy, burning sensation and swelling in my uterus. Lower back pain became so bad I was no longer able to exercise and gained weight. I began taking adderall for my inability to focus. I saw several doctors over the years who didn't think essure was the cause of any of these symptoms. Conclusions reached without any testing or experience with essure. I was told it could be age related, possibly perimenopause. I'm only (B)(6) and am very healthy otherwise. On (B)(6) I had a pelvic ultrasound that could not determine where the coils were in my body. I insisted on another pelvic ultrasound that was reviewed by a maternal fetal radiologist who specialized in reading ultrasounds of the reproductive area. Upon review of both the ultrasound and a stomach x-ray the coils were found to have migrated. It wasn't clear if it was one or both. I had surgery to remove the coils. The surgery showed both coils had perforated my fallopian tubes and migrated to the end of the tubes. Several days after the surgery I no longer have any lower back pain or burning sensation.